Manufacturer narrative:
Additional information was received, occurred while in use, patient details provided, the event is resolved, and patient received intravenous epoprostenol, ambrisentan, sildenafil , spirolactone, prochlorperazine maleate, lansoprazole, apixaban, carbocisteine, and codeine. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported, the extension set is "faulty". It is unknown, if there was patient involvement.

Manufacturer narrative:
B3: date of event unknown. D4: lot number unknown. Expiration date unknown and h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.